Manufacturer narrative:
D1. Brand name is blank because the device is known to be a watchman laa closure device, but the exact brand name is unknown. D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
Reported via clinical study it was reported that pericardial effusion occurred. An unknown left atrial appendage closure (laac) device was implanted on (B)(6) 2026. A computed tomography (CT) scan was completed on (B)(6) 2026 and a pericardial effusion with pericardial recess fluid was noted on the imaging. The patient was reported to be otherwise stable. There was no additional information provided.